Manufacturer narrative:
(B)(4). We have requested the return of the complaint bc191 flexitrunk infant nasal tubing for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new zealand reported, via a fisher and paykel healthcare (f&p) field representative, that a bc191 flexitrunk infant nasal tubing was found to be damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: d9, g1 method: the complaint bc191 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the bc191 flexitrunk infant nasal tubing was torn at the circuit connector side, confirming the reported fault. Conclusion: without the return of the complaint device, our investigation was unable to determine the exact cause of the observed damage to the bc191 flexitrunk infant nasal tubing. All bc191 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was found damaged before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was found damaged before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to nasal tubing section d4: model and catalog # updated to bc191-05 section d4: serial number intentionally left blank as the information is not applicable section d4: expiration date added section d4: UDI details updated section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval method: the complaint bc191 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the bc191 flexitrunk infant nasal tubing was torn at the circuit connector side, confirming the reported fault. Conclusion: without the return of the complaint device, our investigation was unable to determine the exact cause of the observed damage to the bc191 flexitrunk infant nasal tubing. All bc191 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.